Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customers blood glucose level. During troubleshooting with tandem technical support the customer noted that the pump battery gauge jumped from 15% battery life to 100% while the pump was plugged into a power source. Review of the pump data revealed that the pump battery had depleted from 80% to 5% battery life in one minute while charging. It was indicated that the customer would use manual injections as alternate insulin therapy.